Event description:
Boston scientific received information that this device delivered an inappropriate shock and multiple anti-tachycardia pacing (atp) therapies. The episode was reviewed, and it was determined the event began correlated in the monitor only zone, however then accelerated resulting in therapy delivery. The device was reprogrammed to prevent similar behavior in the future. No adverse patient effects were reported.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.